Event description:
Dr. (B)(6) reported that the filter deployed unexpectedly above the renal veins.

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.